Event description:
The advocate stated his wife received a blood glucose reading of 45 mg/dl from her contour usb and a reading of 85 mg/dl from his contour usb. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.